Manufacturer narrative:
Two used samples were returned and evaluated. The samples appeared normal and one was reportedly removed by obteration successfully. Distribution units were obtained and evaluated. All samples performed as expected. No product problems were observed. Follow-up with the customer found the pt's complained of discomfort due to the portion of the peg which extended outside the pt's body. Suggestion was made to customer for possible relief of pt discomfort. Lot history could not be checked due to lack of identifying info. The customer may have cut the tube too short causing reported difficulty of removal.

Event description:
Facility has tried to remove four tubes and found them impossible to remove. One of the four was removed by rescoping, cutting the tube externally and letting it pass; snaring it for removal. The facility has plans to rescope and remove the rest of the tubes - 19 more for a total of 20.